Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads. No cracks were noted on the screen.

Event description:
It was reported that the customer's insulin pump had cracks at the top of the reservoir chamber. The customer's blood glucose was unknown. Advised to discontinue use of the insulin pump and to revert to their back-up plan. No further information was reported.